Manufacturer narrative:
The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g988usqschyc1 hardware: sm-g988u cgm sensor type: g7.

Event description:
It was reported that the patient's blood glucose level rose to 300mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. It was also reported that the pod was leaking insulin. Treatment information was not provided.